Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was found to have the proximal clevis dislodged and it was still attached to the main tube. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. Additional related observation: the instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 1.33 mm x 0.96 mm was missing and not returned. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip-up fenestrated grasper instrument was found to be broken. The procedure was completing as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the instrument broke inside the abdominal cavity, with the wrist section fractured and nearly detached; no damage to the grip tips or cables, no uncontrolled or reversed motion, no missing fragments or fragments falling into the patient, no photos or video available.